Manufacturer narrative:
The t:slim g4 pump user guide states: after tubing fill is complete, when the pump returns to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Troubleshooting with tandem customer technical services determined the pump functioned as intended, the customer had not delivered 10 u. The customer's blood glucose level (bg) was (300 mg/dl). The customer took a manual injection to stabilize bg level.